Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet. Surgery to replace the magnet has been completed on (B)(6) 2015.